Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
Four endeavor sprint drug eluting stents were implanted during the index procedure; one in the cx, one in the 3rd diagonal, one in the lad and one in the 1st diagonal. An angiographic complication of lateral branch occlusion occurred during the index procedure, during treatment of the 1st diagonal.